Manufacturer narrative:
Date of submission 10/18/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 and from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or conditions noted in the pump history that would indicated a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no insulin delivery issues found on investigation.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka. No additional info regarding pump function is available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.